Event description:
Healthcare professional reported rupture. Healthcare professional later reported "capsular contracture, baker grade iii". This record is for the right side. Device has been explanted with another manufacture's device.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "capsular contracture baker grade iii". Device has been explanted and replaced with another manufacture's device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a3a, a5, a6, b3, b5, e1, h6.